Event description:
A jagtome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient (weight unknown) in 2007. According to the complainant, the jagtome was used during the procedure, and was bent. The device was replaced with another jagtome. No complications were reported at the end of the procedure

Manufacturer narrative:
No consequences or impact to patient. Bend. A visual evaluation found that the cutting wire was bent slightly, and no burn marks were seen on the exposed cutting wire. The wire was not broken and the length was found to be within the manufacturing specification. Continuity was also found on the cutting wire and it was able to conduct current indicating proper connectivity between the 2-in-1 connector and the exposed cutting wire. A functional evaluation determined that the device bowed past ninety degrees which is within the minimum specification. The root cause was most likely due to handling. A visual evaluation found that the cutting wire was bent slightly, and no burn marks were seen on the exposed cutting wire. The cutting wire was not broken and the length was found to be within the manufacturing specification. Continuity was also found on the cutting wire and it shown to be able to conduct current indicating proper connectivity between the 2-in-1 connector and the exposed cutting wire. A functional evaluation determined that the device bowed past ninety degrees which is within the minimum specification. The customer complaint was not confirmed and the root cause was most likely due to handling.